Event description:
On (B)(6) 2012, the reporter claimed the patient was having multiple occlusion alarms issue while reusing/refilling the animas cartridge. Per the instruction of use (IFU), the animas cartridge was meant to be used only once and disposed of. During the 3 weeks the patient had the multiple occlusion issue, the patient's blood glucose has been elevated more frequently ranging from 300-400 mg/dl. In addition, the patient had symptoms of increase thirst and urination. At the time of the call to animas, the patient had blood glucose of 390 mg/dl and was feeling ok. The animas representative instructed the patient not to reuse the cartridge and provided the reporter with the rationale. The alleged issue was identified as use error since the patient was reusing the animas cartridge. This complaint is being reported due to use error and because the patient had symptoms suggestive of hyperglycemia while using the animas cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.